Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. All conductors were distorted and stretched and had blood/body fluid (not obstructed). The inner insulation was kinked, buckled and had pulled apart (overstress). The outer insulation had cosmetic environmental stress cracking, cosmetic cut and cosmetic depression. The lead was stretched.